Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27feb2020.

Event description:
The customer reported nav (navigation) ring unresponsive. The service technician confirmed and duplicated the reported issue. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The service technician replaced the front bezel to resolve the reported issue.

Manufacturer narrative:
G4: 18may2020. B4: 22may2020. A front bezel was returned to the manufacturer failure investigation(fi) for analysis. It was determined that navigation ring failed was due to the liquid ingress/contamination buildup. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30mar2021; b4: 31mar2021. Parts were received. And it was identified, that previous investigations have shown liquid ingress, is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.